Event description:
During a rotational atherectomy procedure, the spring tip of the floppy rtw guide wire fractured. The spring tip of the floppy rtw guide wire was advanced into the left circumflex artery and moved forward and backward. During ablation, the burr came in contact with the proximal edge of the spring tip several times. It was noted under fluoroscopy that the spring tip had separated 1 cm from the distal edge of the floppy rtw guidw wire and migrated to the distal coronary artery. A perforation was also noted, however, the physician could not determine if this was related to the spring tip fracture or not. The perforation was treated with a perfusion balloon. The procedure was completed and the separated spring tip was left in the pt. The pt was reported to be stable following the procedure.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.